Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The customer reported that the issue happened multiple times over the past month. The fsr replaced the roller pump and performed testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'belt slip' message and had difficult functioning. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.